Event description:
It was reported that the patient received an inappropriate shock due to a fast conducting svt. The svt was detected as vt due to intermittent undersensing. Programming changes were recommended. The patient was okay after the event and there were no further episodes.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.